Event description:
It was reported that shaft break occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, a kink/fracture was noted in the shaft approximately 30cm from the distal tip. The catheter was removed from the sterile field. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Inspection of the device revealed that the shaft was kinked 71cm distal of the strain relief. Microscopic examination presented no damage or fractures to the pebax over the stainless steel braid. The device was placed in the x-ray to examine the hypotube for fractures. The x-ray showed that the hypotube was kinked at the location of the shaft kink but not fractured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, a kink/fracture was noted in the shaft approximately 30cm from the distal tip. The catheter was removed from the sterile field. The procedure was completed with a different device. No patient complications were reported.